Manufacturer narrative:
Findings: pump received with missing segments/partial display due to bleeding lcd glass. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the reservoir indicator on the insulin pump¿s screen was fading away. The customer¿s blood glucose during the incident was 106 mg/dl. There were cracks on the device. The insulin pump was returned for analysis.